Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, reported issue could not be verified and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order for the same issues and investigation is ongoing. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was torn due to defective cartridge. Lens was partially delivered into the patient right eye then removed and replaced during the same procedure. The procedure was successfully completed using a backup lens of the same model and diopter. Incision enlargement and sutures were required. Patient was fine at the time of discharge. No further information available.